Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that in an attempted device replacement the physician was unable to secure the pace/sense lead. The screw would not screw down after multiple attempts with different wrenches. The device was not implanted, another device was implanted without difficulty. No patient complications have been reported as a result of this event.